Manufacturer narrative:
(B)(4). Batch # m54462. The analysis results found that the ats45 device was received in good visual condition and with two 6r45b cartridge reloads present. Cartridge (b) 6r45b, m53g6f was received fully fired and in good visual conditions. Cartridge (c) 6r45b, k5dj03 was received fully fired and in good visual conditions. Upon further inspection the reload (c) was disassembled to inspect the condition of internal components and no anomalies were found. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no short cut or absent cut were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, when the surgeon made one of the shots in the stomach and opened the stapler, it only cut, it didn´t staple. In another shot, the stapler only stapled but this time didn´t cut, and then changed the linear cutter . The surgeon used new reloads and a new stapler after second reload with no problems to complete the procedure. There were no adverse consequences for the patient.